Event description:
As physician was removing ansel sheath, the hub separated from the shaft of the sheath. Additional information received on (B)(6) 2011: the right groin was accessed, crossed over and imaged the left leg. Then the left superior femoral artery was stented with another manufacturer's lifestent and post dilated. The sheath was pulled back and contrast was injected in the right iliac. While pulling the sheath out to exchange for a shorter sheath, the hub fell off. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Lot - unknown as not provided by reporter. Expiration - unknown as lot is unknown. (B)(4) no consequences to the patient were reported. (B)(4) - device separation is not labeled in the IFU. Device manufacture date: unknown as lot is unknown.